Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was going on hyperglycemia. Customer had a blood glucose of 295 mg/dl. Customer was informed that it could be problem due to basal rates. The insulin pump will not be returned for analysis.